Event description:
A customer contacted beckman coulter inc. (Bci) in regards to reagent probe leak. No injury was reported.

Manufacturer narrative:
The customer power downed and rebooted the instrument and the system was resumed. No error messages were noted. On (B)(6) 2010, qa followed up with the customer on the status of the instrument and the customer stated has not observed any leak since. A clear root cause cannot be determined for this event.